Manufacturer narrative:
The explanted device was discarded and will not be available for analysis. This report is submitted on december 12, 2016, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced pain, headaches and a perfromance decrement with device use. Reprogramming attempts were made; however, the issue could not be resolved. Subsequently, the device was explanted on (B)(6) 2016, and the patient was reimplanted with another cochlear device during the same surgery.